Manufacturer narrative:
(B)(4). A non-medtronic service provider evaluated the ventilator and verified the customer reported condition. A loose battery connection was discovered. The battery connection was adjusted; which resolved the issue. Medtronic was not authorized to conduct the repair. The reported complaint could not be confirmed.

Event description:
It was reported that the ventilator generated a battery error message. There was no patient connected to the device at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.